Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with noise oversensing on the right atrial lead resulting in inappropriate mode switching. Programming changes were discussed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Correction: device manufacture date should have been "feb 13, 2007".